Manufacturer narrative:
Date sent: 10/15/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the spur gear and safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer has reported that multiple error codes of the l3-018 occur during the procedure. Please evaluate for a possible cable damage. There have been no consequences to the patient.